Manufacturer narrative:
On (B)(6) 2019, mentor received information from the medical office that explantation could not be performed on the reported scheduled date, and a different date has not been confirmed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade 3. Concomitant products: mentor memorygel breast implant, catalog # 3503251bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with a 325cc mentor memorygel breast implant and experienced postoperative left-sided capsular contracture baker grade 3. As a result, the patient is scheduled to undergo explantation on (B)(6) 2019.